Manufacturer narrative:
The console was evaluated and repaired in the field on november 27, 2017. The arc lamp was replaced along with the distilled water. Excessive corrosion was observed on the anode lead of arc lamp. Checked laser output in all modes and everything met requirements. The system was operating within specifications.

Event description:
It was reported that the lamp failed during the procedure. It was noted that a different device was used to complete the procedure. No patient or user injury was reported.